Manufacturer narrative:
The investigation was unable to determine a specific cause. It was noted the clotting time allowed for the sample was too short and the sample had a high h-index, indicating considerable hemolysis.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to FDA. (B)(4).

Event description:
The customer complained of a questionable result for one patient sample when tested with the troponin I stat (tni) reagent. The customer stated the sample was tested on a poc instrument that produced a tni of < 0.3 ng/ml. The sample was sent to the laboratory where it was tested on the e601 with a result of 1.1 ng/ml. The physician questioned the laboratory result but treated the patient based on the poc result. There were no adverse events. The sample was slightly to moderately hemolyzed. The patient was redrawn. The tni on the new sample was < 0.3 ng/ml. The original sample was retested on both the original e601 and another e601. Both analyzers produced results of < 0.3 ng/ml. The lot number and expiration date of the tni reagent were requested but not provided. The field service representative could not find a cause. He checked probe alignments and quality control performance. The controls were good before and after the event for all assays. Calibration traces were reviewed with no problem found. The customer ran all samples from the day of the event with no problems noted. The customer ran controls with all results within control limits.